Event description:
The ventilator went vent inop while in use on a pt. The customer reported there was no pt harm, and was unsure if the ventilator alarmed during this condition. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service tech reported the exhalatio flow sensor was out of specification during testing, and alarms were functioning as specified. The service tech replaced the exhalation flow sensor to correct the problem. Performance verification tests were performed on the ventilator and all tests passed per operating specifications. The service tech reported the customer was using an expiratory filter with the ventilator observed to be in poor condition, likely caused an ingress of water into the expiratory system. The customer has received inservicing for proper maintenance of the pt circuit system.